Manufacturer narrative:
Further follow up with the account reporting the event was performed to determine what iol was returned to the manufacturer. The location contact indicated that he believes that the iol that was returned was a back-up iol that was not used the day of surgery. After the patient's capsule tore and the surgeon decided to use a 3-piece lens, a back up z9002 iol was brought into the operating room. The location contact said he did not have any other iols that needed to be returned to the manufacturer so the initial zcb00 lens was probably discarded and the iol that was returned was probably the back up lens. Reason for non-evaluation of returned device: incorrect intraocular lens (iol) was returned. An iol was returned to the manufacturer. Visual inspection showed the returned device is a 3-piece silicone z9002 lens, not a 1-piece zcb00 lens that was identified as the suspect product. Further evaluation was not performed. Manufacturing records for zcb00 serial number (B)(4) were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after insertion of an intraocular lens (iol) in the right eye, there was a capsular bag tear. The iol was removed and replaced with a 3-piece z9002 lens during the same procedure. Vitrectomy was performed. There was no incision enlargement. It was also stated that the iol did not cause capsule tear. The doctor noticed the tear when he was removing the viscoelastic after the implant was completed. It was stated that the patient was doing very well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.